Event description:
It was reported to resmed that an astral device underwent a total power failure event and displayed an error message while using an external battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed an external battery error message and the occurrence of total power failures while using its internal battery. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported external battery error message was due to a faulty/defective external battery while the total power failure was due to an intermittent connection. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The external battery was not received. The reported failure could not be reproduced during evaluation. The device serviced, cleaned, calibrated and tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device underwent a total power failure event and displayed an error message while using an external battery. There was no patient harm or serious injury reported as a result of this incident.